Event description:
It was initially reported on 2014 (B)(6) that with a patient's second implant, the doctor pulled the lead out and she thought he moved it. The second implant was not as wonderful as the first implant and the patient didn't feel ¿it was as connected.¿ the device helped 75 percent. The patient thought her bladder and bowel problems were due to emotional stress from living with her mother and sister, and since no longer living with them, her symptoms were reduced by 50 percent. The patient's device battery depleted about seven months prior to the report. The device died within a year and a half. She was back in briefs and had a loss of therapeutic effect, but when her therapy was working she could use pads and make it to the restroom. Additional information received on 2015 (B)(6) noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. The patient noted: just found out this third device is different than the first two and requested information on new device. The patient noted surgery (B)(6) 2015. Additional information received on 2015 (B)(6) clarified that the patient's surgery on the (B)(6) is to remove the interstim device (interstim is eos (end of service) from normal battery depletion ¿ the patient did say she has high settings) and place a scs device for pain in her back. The patient explained she has urinary incontinence from having a hysterectomy and has bowel incontinence from being in an accident that also caused her to have back pain. The patient is making a choice based on her back pain level and the urine and bowel incontinence issue to try and get relief from back pain and try something else for incontinence ¿ her interstim hcp (healthcare provider) and pain hcp are not working together to have both therapies active. It was later reported on 2015 (B)(6) that a pain doctor said interstim implantable neurostimulator (ins) was dead. It was later reported on (B)(6) that the patient just got home from the hospital after getting both a pain stimulator for chronic pain in her lower back and an interstim for bladder and bowel. The patient noted the hcp (he althcare provider) removed the broken one because the battery had died. The patient noted this was her 4th surgery, the other 3 surgeries were for bladder and bowel. See also manufacturer's report # 3004209178-2013-01386. *

Manufacturer narrative:
Product ID 3093-28, lot# v686969, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).